Event description:
It was reported that after a heart surgery there were concerns of dislodgement for this right atrial (ra) lead. Boston scientific technical services discussed reprogramming and referred to physician. This lead remains in service. No additional adverse patient effects. Additional information was received, the dislodgement was confirmed through x-ray.

Event description:
It was reported that after a heart surgery there were concerns of dislodgement for this right atrial (ra) lead. Boston scientific technical services discussed reprogramming and referred to physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that after a heart surgery there were concerns of dislodgement for this right atrial (ra) lead. Boston scientific technical services discussed reprogramming and referred to physician. This lead remains in service. No additional adverse patient effects. Additional information was received, the dislodgement was confirmed through x-ray. Additional information was received, this product was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 300mm from the terminal end. Twisting was observed at approximately 260mm from the terminal end as well as outer coil being stretched from approximately 100mm from the terminal end to tip of the lead. Additionally, the inner coil was noted to be stretched at distal end a deformed and stretched coils at approximately 290mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that after a heart surgery there were concerns of dislodgement for this right atrial (ra) lead. Boston scientific technical services discussed reprogramming and referred to physician. This lead remains in service. No additional adverse patient effects. Additional information was received; the dislodgement was confirmed through x-ray. Additional information was received; this product was explanted and returned for analysis. No additional adverse patient effects were reported.